Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: two used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded both of the tego connectors exhibited minor damage/tearing above the thread post. Engineering testing and analysis to the applicable product specification was performed. The results recorded both tegos passed the acceptance criteria, there were no leakages replicated. Findings: visual analysis of the two as-received tego connectors did confirm minor silicone tears on both of the tego connectors. Previous investigations of similar component damages/anomalies have identified the characteristics of this type of component damage to be consistent with incorrect techniques/usage conditions (overtightening and continued connection rotations). Functional performance testing recorded both tego connectors met the acceptance criteria. The reported product issue was not replicated and or confirmed.

Event description:
Int'l. (B)(6) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis session, attending clinician removed/replaced tego connectors due to "torn membrane" there were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build.

Event description:
Int'l. ((B)(6)) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis session, attending clinician removed/replaced tego connectors due to "torn membrane .." . There were no reported adverse patient consequences.